Manufacturer narrative:
Correction: updated h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely water entered from the puncture on the cable and caused the no image. As to water immersion in the cable, the reported phenomenon might be prevented by following the description in the instruction manual below: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed as the reported event could not be reproduced. However, the evaluation found the unit failed a leak test due to a puncture on a cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the image from the hd camera head had intermittent color bars and was disappearing. The issue occurred prior to a diagnostic cystoscopy. There was no patient involvement.